Event description:
It was reported that customer experienced a cracked and shattered touchscreen on their pump, caused by dropping the device, rendering it unusable as the screen became illegible. There was no adverse impact to the customer's blood glucose level. The customer will use multiple daily injections as a backup therapy to ensure continuous insulin delivery.